Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic on (B)(6) 2021 via merlin.net transmission. The transmission showed the right ventricular lead exhibiting high impedance and an out of range capture threshold with corresponding lead noise. It was also noted that the lead impedance had been trending upward since (B)(6) of 2020. On (B)(6) 2021, the patient was brought to the clinic and the impedance and capture threshold anomalies were resolved via programming changes. The patient was stable throughout.